Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance of the right ventricular (rv) lead was trending up with some short episodes oversensing noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.